Event description:
Had lasik surgery. Was originally told the outlook from lasik surgery was having normal vision for an equivalent man of (B)(6) years old. After surgery, the correction did not come out as planned. My vision was fair in the left eye, but blurry in the right eye. Before surgery wearing glasses, I had great vision both up close and at distance. If I needed very close vision, I would take my glasses off to see. After surgery I now have double vision. My left eye and right eye are not equal in vision. I was told my brain would adjust to this discrepancy. After a year there has been some getting used to this double vision, but at distance especially there is a blurriness on the right side of my field of vision all of the time. The only time the vision is adequate is when I am outside during bright sunlight. In the early morning, early evening, during rain storms or fog and night time my vision is fuzzy. Lights such as headlights and streetlights have glare, ghosting, haloes and starbursts effects. I had to get glasses for distance to wear especially at night, but even with better vision from the glasses the haloes and starbursts are still present. Night vision is hazy and fogy at lowlight conditions and fuzzy indoors under fluorescent lights. I get comments from numerous people that my eyes look "tired" all the time and I end up getting eye strain and headaches from squinting. When I squint at night the bright starburst rays get bigger. To get rid of those long rays I need to open my eyes wider. But this gives me a continued "surprised" look when doing that. If I had it to do all over again I would not chose lasik surgery. The doctor advertised that I would experience a "wow" feeling after seeing without glasses for the first time. In the beginning, I was enthusiastic not to wear glasses, but the above mentioned issues did not "go away with time" as I was told and I am very frustrated with the final outcome of having a procedure that wasn't done correctly and did not live up to its advertising. I never saw the eye surgeon that did the procedure until the actual day of the procedure. All exams and prework are done by surrogate eye doctors and technicians in the office. When I ask about enhancements they tell me they can't do anything because my eyes test out 20/20. But, I would much rather have my old vision back. My old glasses were a bit frustrating to war sometimes, but not nearly as frustrating as my vision is now.